Manufacturer narrative:
Product analysis : analysis was able to confirm the customer comment that the programmer was shutting down . The radio frequency head cable was damaged/cut and was responsible for causing the programmer to shutdown. Analysis was also able to confirm the power cord bay assembly tabs were broken. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer shut off spontaneously during interrogation, the programmer would load and interrogate and then turn off . The power cable lid was reported to be broken also. The device was returned for service. There was no patient complications reported.